Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. In addition, it was reported that the customer "smelled insulin" and alleged a leak from an unspecified location but declined to provide further details on the reported issue. There was no adverse impact to the customer¿s blood glucose level. Customer to reach out to a healthcare provider to obtain backup insulin therapy.